Event description:
Per the user facility: on (B)(6) 2011, the pt underwent surgery for a total knee replacement and a sure trans device was placed in the wound. On (B)(6) 2011, upon removal of the device, the plastic drain tube broke and was partially retained in the pt's wound. On (B)(6) 2011, the pt underwent removal of the retained drain piece in the operating room.

Manufacturer narrative:
We have contacted the initial reporter multiple times to request add'l info and to request return of the device for eval. The initial reporter has indicated that no device will be returned. This MDR includes all pt, event and device info davol has received to date. We will submit a f/u report when/if add'l info becomes available. Based on the info currently available, it is unk whether the device may have caused or contributed to the event. Additionally, no product has been returned. No conclusion can be drawn at this time.